Event description:
The territory manager of a (B)(6) male patient contacted lifecor customer support to report that every time she places the modem into the monitor to download, the monitor screen goes blank. Support sent the tm a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem was confirmed. The monitor was found to have a component (u28) that was drawing excessive current. The u28 component is the main processor on the computer board. It is the micro-controller for data acquisition and the detection algorithm. It is used to detect the depression of the response buttons. The monitor was repaired, tested and then returned to stock. The root cause of the damaged component cannot be positively identified. It is probably random component failure. This is a rare occurrence. No adverse event resulted from the faulty monitor. The patient received a replacement monitor.